Event description:
Ous MDR - the pt presented to the clinic due to syncope and was admitted to the hospital intensive care unit. A caretaker observed an exit block with flat line on the ECG. This device was explanted. This is all of the available info at this time. If add'l info becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR.